Event description:
Pt was revised to address loosening and breakage of intercalary segment. Report states that the pt felt the implant slip, and then she fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.